Manufacturer narrative:
(B)(4). This lot was manufactured march 31, 2014 ¿ april 01, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed no signs of blockage or physical abnormality. A functional flow test was performed and evidence of continuous flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was unable to infuse its medication. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.